Manufacturer narrative:
(B)(6). The bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. Device evaluation details: the device was visually inspected, and it was found in good normal conditions. The magnetic, temperature and force features were tested, and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The catheter passed specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an unspecified cardiac ablation procedure on which a thermocool® smart touch® sf uni-directional navigation catheter and two lasso® nav eco catheters were used for mapping, and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, two lasso® nav catheters and a soundstar eco 8fg ultrasound catheter were placed in the right atrium (ra) for septal puncture. Afterwards, the thermocool® smart touch® sf uni-directional navigation catheter and lasso catheters were placed in the left atrium (la). La geometry was created with the three catheters. The physician felt abnormality while using the catheters. After creating the geometry, pericardial effusion was confirmed with the soundstar placed in the ra. Remainder of the procedure was aborted, and pericardiocentesis was performed to drain an unspecified amount of fluid from the pericardial space. Effusion did not continue to accumulate after pericardial drainage. It is unknown if extended hospitalization was required. Patient¿s outcome is unknown. The physician commented it is unknown when the event happened and if there was relationship with the products. He said he was a little suspicious when the sound was placed in ra before the septum puncture. No ablation was ever performed. No product deficiencies were reported. This event was reviewed with the medical safety officer (mso) on 10/2/2020 and it was determined that based on the description by the physician, the event is to be applied against the three catheters used for mapping. Since this cardiac tamponade is life threatening and required medical intervention, then it is to be considered serious and MDR-reportable.

Manufacturer narrative:
On (B)(6) 2020, bwi received additional information regarding the event. The patient was a 71-year-old male. The two lasso® nav catheters and thermocool® smart touch® sf uni-directional navigation catheter were used during the mapping phase. No evidence of steam pop was reported. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).